Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted, and the device passed. Temperature verification testing was performed, and the device passed. The device failed rite functional testing a as fluid was transferred above specification limits. Further inspection of the door assembly revealed deteriorated piston foam. Test piston foam was installed, and the device was able to pass volumetric accuracy testing. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Upon completion of the investigation, the cause of the issue was identified to be the deteriorated piston foam. The piston foam was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.